Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the tip of the impactor fractured into the acetabular cup. No patient injury or significant delay was reported as a result of the event.